Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The revision reported may have been the result of loosening, prosthesis wear, and osteolysis. The aseptic (non-infected) femoral and tibial loosening was likely the result of an insufficient bond between the implants and the bone. The prosthesis wear and osteolysis may have been due to malalignment between the implants, high contact stresses during knee flexion, third body wear, patient-related conditions, instability, or any combination of these possibilities. However, this cannot be confirmed because the components were not returned for evaluation and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
D10: 200-02-32 three peg patella 32mm (B)(6), 02-010-01-0230 logic femoral ps cem left sz 3 (B)(6), 02-012-41-3030 logic tibia traptray cem sz 3f/3t (B)(6), 02-012-35-3011 logic tibia ps mod insrt sz 3 11mm (B)(6). Multiple MDR reports were filed for this event, please see associated reports: 1038671-2023-00617, 1038671-2024-05078, 1038671-2024-05080. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported via legal documentation that approximately 53 months after having a left total knee replacement the patient underwent a revision surgical procedure to address prosthesis wear, loosening, pain and instability. The post operative diagnosis noted aseptic loosening tibial component and osteolysis. Intraoperatively, the surgeon observed significant synovitis, wear of the polyethylene liner and significant fibrous tissue with osteolysis beneath the femoral component. It was noted there was no evidence of infection. The tibial component was noted to be loose and easily removed and with osteolysis beneath at the medial aspect. The patella was noted to be well fixed, but with some wear with osteolysis that was debrided. There were no medical or surgical interventions reported. No additional information is available.